Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that 2 days after implant, the pt began to demonstrate clinical signs and symptoms of thrombus (high powers, low flow, and hemolysis) and subsequently underwent a pump exchange.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.